Event description:
MFR's rep reported a "75% reservoir volume discrepancy", upon aspiration of the pump reservoir during a routine pump refill. A reservoir discrepancy was also noted at the previous pump refill. The pt remains asymptomatic despite the volume discrepancies. The pump has been implanted for approximately 65 months. Troubleshooting options were being considered by the hcp at the time of this report. Add'l info has been requested for device troubleshooting outcome, and current status of the reported event. A f/u report will be sent when new info is rec'd.